Event description:
It was discovered during the device evaluation that the device had a damaged/detached downstream occlusion seal. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a damaged/detached downstream occlusion seal. The downstream occlusion seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.